Event description:
It was reported that stent damage occurred and the procedure was cancelled; the patient experienced chest pain. Vascular access was obtained via the radial artery. The 38mmx2.75mm, >70% stenosed, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 6f guide catheter was engaged and an 0.014" guidewire crossed the lesion, pre-dilation was performed at 20 atmospheres in 30 seconds resulting to 50% residual stenosis. A 32 x 2.75 promus elite stent was advanced for treatment, however, failed to cross the lesion. The device was removed intact and damage to the stent was noted. The patient experienced chest pain. The procedure was not completed due to this event. No further patient complications were reported and the patient status was stable.

Event description:
It was reported that stent damage occurred and the procedure was cancelled; the patient experienced chest pain. Vascular access was obtained via the radial artery. The 38mmx2.75mm, >70% stenosed, concentric, de novo target lesion was located in the non-tortuous and mildly calcified left anterior descending artery. A 6f guide catheter was engaged and an 0.014 guidewire crossed the lesion, pre-dilation was performed at 20 atmospheres in 30 seconds resulting to 50% residual stenosis. A 32 x 2.75 promus elite stent was advanced for treatment, however, failed to cross the lesion. The device was removed intact and damage to the stent was noted. The patient experienced chest pain. The procedure was not completed due to this event. No further patient complications were reported and the patient status was stable.

Manufacturer narrative:
H1 - type of reportable event: corrected from malfunction to serious injury. Device/media analysis: the device was not returned for analysis, however a photo of the device depicting stent damage was received in the parent complaint from this there is evidence of stent damage to the proximal end. H3 other text : photo review